Event description:
Customer's wife called to report button error alarm. The current blood glucose reading is 59 mg/dl. Customer has treated with food. Caller stated the insulin pump keeps beeping. The insulin pump also alarmed no delivery. Caller stated that the low blood glucose reading is due to the over or underdelivery of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.